Manufacturer narrative:
The user facility initially reported inhalation affects from the leak however, no employees sought or received medical treatment. Employees removed the s40 sterilant container from the system 1e processor and properly disposed of it. The scope present during the time of the reported event was reprocessed before use in a patient procedure. A steris service technician arrived onsite and was not made aware of any inhalation affects as initially reported by the user facility. The technician confirmed that no medical treatment was sought or administered. The technician inspected the system 1e and found a broken connection on the underside of the processing tray. The broken connection was where the hose is secured to a barbed fitting. The user facility has ordered a new tray. The broken connection on the tray is indicative of mishandling, i.e. Carrying the tray by holding the hoses. Steris offered in-service training on the proper use and handling of processing trays to user facility staff however, the user facility declined.

Event description:
The user facility reported that a system 1e processing cycle aborted and liquid leaked out of the lid.